Event description:
The patient was having more spasms than they would have liked. They had a CT dye study which came back as normal. Following the priming bolus, they requested an increase in their dose and left town. While out of town, they were receiving too much baclofen. Their weakness resulted in a fall and emergency room visit. The patient¿s physician felt that there might have been a partial occlusion in the catheter that was cleared during a dye study procedure. The patient¿s pump dose was raised to 140 mcg/day, and this increase may have been too much for them. They were out of town and needed their pump to be lowered. As of (B)(6) 2014 the patient was getting better, and they were getting their dose decreased again on (B)(6) 2014. The pump contained baclofen.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).